Manufacturer narrative:
A hill-rom technician confirmed that a hole in the filter sheet caused the glass microspheres to leak onto the surface of the sheet. The sheet was replaced.

Event description:
Hill-rom was informed that a nurse's aid received glass microspheres in the eyes while trying to clean up a leak. The nurse aid flushed out the eyes and experienced no further problem. A hill-rom technician confirmed that a hole in the filter sheet caused the glass microspheres to leak onto the surface of the sheet. The sheet was replaced.